Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the product was not returned to abbott vascular for analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a coagulation of blood and/or contrast on the guide wire resulted in the reported physical property issue (felt sticky); thus resulting in the reported difficulty to position and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use the bmw guide wire felt sticky and was sticking to the unspecified balloon catheter. The balloon catheter was removed before entering the patient. The guide wire was removed, and two additional bmw guide wires were used in the procedure without reported issue. The were no adverse patient effects, and there was no clinically significant delay during the procedure. No additional information was provided.